Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation - evaluation. Reviews of the complaint history, device history record, documentation, drawing, manufacturing instructions, quality control procedures, specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed separation of the outer sheath of the device at approximately 7.3cm from the hub. The outer sheath was noted to be elongated at the separation point. The inner dilator was slightly bent 1cm past the point of separation. Additionally, a document-based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Furthermore, reviews of the manufacturer¿s instructions, drawing, specifications, and quality control procedures were conducted, and no gaps were discovered. Based on the information provided and the examination of the returned product, investigation has concluded that the device failure can be attributed to the patient¿s heavily scarred anatomy. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: lead tech. PMA/510(k) number: k171275. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during central line placement, the outer sheath of a micropuncture transitionless access set separated in an obese male patient, reportedly in his fifties. The physician attempted to gain access to facilitate placement of a larger wire in the right internal jugular vein through slightly scarred anatomy when resistance was encountered. Reportedly, the sheath "kept buckling" upon attempted insertion of the device over the wire, and despite advice from others in the room to use a "stiffer" device, the physician continued to advance the sheath. Upon removal of the outer sheath, it was noted that a portion had separated in the patient. The physician was unable to find the separated portion under fluoroscopy. The physician has stated that she believes it is lodged in the patient's tissue. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.